Event description:
On 1/3/97, a donor undergoing plasmapheresis was observed to have "pink-colored plasma along with free hemoglobin" in the plasma collection bottle being utilized during the procedure. It was also noted that the donation was taking longer than usual. The procedure was immediately discontinued by the physician substitute observing the procedure. The center physician was immediately notified and the donor's vitals were taken, blood pressure: 128/88; pluse: 88; temp: 98.6 c. The donor appeared asymptomatic for hemolysis with no apparent complaints. The donor was administered intravenous saline 500 mls and given copious oral fluids. Following saline administration, the donor went to the restroom and provided a urine sample which appeared "extremely dark." The center physician then made a diagnosis of probable hemolysis. The center physician contacted an attending physician in the emergency dept. The attending physician referred the center physician to a nephrologist. The center physician contacted the nephrologist who accepted the donor and instructed the center physician to send the donor to the emergency dept. The donor was sent to the emergency dept via ambulance with an add'l unit of intravenous saline administered en route. The donor's vitals were taken prior to the release of the donor to the ambulance, blood pressure: 120/84; pulse: 89; temp: 98.6 c. At time of release, the donor remained asymptomatic for hemolysis with no apparent complaints. The donor was admitted to the hosp overnight for observation. The attending physician stated that the donor responded well to treatment and was released the following morning in good condition. At the time that the plasmapheresis procedure was discontinued, the physician substitute noticed that there was a "twist" in the harness set line just above the filter. The center physician concurred with this observation. It is believed that this occlusion in the harness set line may have caused cellular damage resulting in a condition of probable hemolysis. Expiration date 8/2001.